Event description:
It was reported by the customer's father, that the customer was having issues connecting their transmiter. Customer's blood glucose level at the time 300mg/dl. Troubleshooting occurred and it was found that the customer had a bent cannula. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.